Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019.

Event description:
The customer reported navigation ring failure and that the settings on the device move on their own. There was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Date rec'd by MFR 05nov2019 date of report 06nov2019 additional attempts were made to contact the customer and obtain information regarding the device's repair. The customer did not respond to these attempts. This complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.